Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo has been provided and reviewed. The provided photo shows, three maxcore disposable biopsy instruments in an unsealed package, which the first device was noted to be initial position; the second device was noted to be half-primed condition, and the third device was noted to be in fully primed condition. No other anomalies were noted. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, it was reported that the outer cannula could not be fired. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.